Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynx device for vascular closure, the balloon ruptured and was pulled through the artery. Manual pressure held for 40 min. Femostop was then placed on the patient until hemostasis achieved. Time pressure was held was over 1 hour. No other complications were reported. The device was prepped, inserted, balloon inflated, device pulled back to arteriotomy, with device made a rail, upon shuttling down, the balloon ruptured. This was an interventional peripheral leg case. Patient arrived to the lab with a 6x90 terumo sheath in place from the day prior. Tech then exchanged the long sheath for a standard length 6fr sheath for mynx deployment at end of case. No hematoma was noted at any time. The 4,000u of heparin was given during case. The 1.5hrs had passed between heparin administration and mynx deployment. No act was done.

Manufacturer narrative:
The device was received and section was updated accordingly. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 6-7f mynxgrip device for vascular closure (vcd), the balloon ruptured and was pulled through the artery. Manual pressure held for 40 min. Femostop was then placed on the patient until hemostasis achieved. Time pressure was held was over 1hour. No other complications were reported. The vcd was prepped, inserted, balloon inflated, device pulled back to arteriotomy, with device made a rail, upon shuttling down, the balloon ruptured. This was an interventional peripheral leg case. Patient arrived to the lab with a 6x90 terumo sheath in place from the day prior. Tech then exchanged the long sheath for a standard length 6fr sheath for mynx deployment at end of case. No hematoma was noted at any time. 4,000u of heparin was given during case. 1.5hrs had passed between heparin administration and mynx deployment. No act was done. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The advancer tube was observed on the catheter, properly engaged to the proximal tamp lock as received. The sealant and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 2 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1801601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear reported could not be conclusively determined during analysis. Based on the limited information available for review, access site vessel characteristics (although not provided) or sheath tip condition factors (although not returned and not reported damaged) may have contributed to the reported event since a calcified vessel and/or a frayed sheath tip may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.